Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screws for the rubber feet were faulty. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. There was no reported delay in therapy. The customer called technical support to report that the manufacturer's product support engineer (pse) evaluated the device and confirmed that the rubber foot on the right rear side was loose. The foot retention plate was attached to be able to fasten and mount/dismount the rubber feet. The pse then confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed testing, and verified that no other issues were found.